Manufacturer narrative:
Investigation summary: complaint reports slide mismatch failure on multiprocessor (catalog number 443327) serial number (B)(6). Complaint alleges cytologist looked at four slides and noticed they were mismatched. Service had customer reprocess the samples manually using the prepmate and slideprep. Cytologist compared the slides of the manually processed and slides processed with the multiprocessor and they matched. In conclusion the multiprocessor operates normally. Root cause not determined, and this complaint is not a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 07/15/2020. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "misassociation." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using instrument bd totalys multiprocessor, patient data was incorrectly associated with another patient. There was no report of patient impact.

Manufacturer narrative:
This MDR was previously submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483. After additional review, it was determined that no additional mdrs were required for this malfunction. This MDR should be considered cancelled.

Event description:
It was reported while using instrument bd totalys multiprocessor, patient data was incorrectly associated with another patient. There was no report of patient impact.